Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported patient "was undergoing implant exchange" and "the breast implant was completely ruptured". This record is for right side. Device was explanted and replaced. Device will not be returned.